Event description:
It was reported that scratch was noted on the preloaded intraocular lens (iol) near haptics after the lens was inserted into patient's left eye. The lens was removed during the same procedure. Another johnson & johnson lens of same model and diopter was used as the replacement. No other intervention was required. The patient has fully recovered.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and, a scratch could be identified on the iol. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.